Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: deformation, fold creases, white particles on shell, wear abrasion. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. No issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.